Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: 00987675 case subject: npi 8015 broken module latch account name: ukiah valley medical center account #: 1958261 asset name: 8100bd pump module n. America v9.33.0.50 asset location: contact: shannon dress contact email: shannon.dress@ge.com contact phone: 707-489-1986 contact mobile: patient or user involvement: no patient or user harm: no case description: customer reports a broken module latch on their 8015 (sn: (B)(4)). Failure device type: failure problem type: failure mode: case resolution: customer request part number for the module latch. Provided part number. Ended call. Ref:_00d30y0yr._5000l1ql1nz:ref